Event description:
It was reported that patient had a neck injury at work and the lead electrodes have become disconnected from the vagus nerve. Patient has since experienced an increase in seizures and the physician has increased medication to control the increase. Device history records were reviewed and the device was seen to pass all functional and quality testing prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Implant card was received indicating that patient had a prophylactic battery replacement. A lead revision was not indicated. Post operative lead impedance was indicated to be ok. The suspect device will remain the lead pending further information from physician. No other relevant information has been received to date.